Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the fluid path, needle mechanism, or drive mechanism were observed that would result in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. No problem was found. The housing vent was observed to be damaged. The timing and cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone; phone_control_android. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; ap4a.241205.013. Cloud - smartphone hardware; pixel 8 pro. Cloud - cgm sensor type; g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 335 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). As treatment, no treatment information was provided.